Manufacturer narrative:
The complainant was unable to report the device lot number; therefore, the manufacture date and expiration date are unknown. (B)(4) captures the reportable event of clip difficult to release from the catheter. (B)(4) is being used in lieu of an adequate conclusion code for "device not returned". According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the sigmoid colon during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter and the handle broke. Eventually, the clip released from the catheter and the procedure was completed with another resolution 360 clip device there were no patient complications reported as a result of this event.